Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent sterilization. On an unspecified date the consumer experienced severe pelvic pains and abdominal pains, more painful periods and heavier than normal bleeding. On (B)(6) 2015 total hysterectomy and bilateral salpingectomy were done due to bleeding and pelvic pains. A quality-safety evaluation was received on 11-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented severe pelvic pains and heavier period than normal bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure's insertion, pelvic, back and uncharacterized pain may occur. Genital bleeding and menses pattern changes may occur either. In this present case, during essure's use, consumer experienced severe pelvic pains and heavier periods than normal bleeding and underwent a total hysterectomy and bilateral salpingectomy around 3 years after insertion. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains"), menorrhagia ("heavier period than normal bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax), aripiprazole (abilify), bupropion (wellbutrin), buspirone hydrochloride (buspar) and hydroxyzine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful periods"), vaginal haemorrhage ("abnormal vaginal bleeding"), pruritus ("rashes or skin conditions type: itching"), migraine ("migraines"), headache ("headache"), fatigue ("fatigue"), back pain ("pain was in lower back"), depression ("psychological or psychiatric problems condition: depression"), menopausal disorder ("turned into full blown menopause") and mental disorder ("phycological issue"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved, the abdominal pain, dysmenorrhoea, pruritus, migraine, headache, fatigue, menopausal disorder and mental disorder outcome was unknown and the back pain and depression had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menopausal disorder, menorrhagia, mental disorder, migraine, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date she had essure confirmation done by pelvic exam result: total bilateral occlusion. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : added new event abnormal bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains") and menorrhagia ("heavier period than normal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax), aripiprazole (abilify), bupropion (wellbutrin), buspirone hydrochloride (buspar) and hydroxyzine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pains"), dysmenorrhoea ("painful periods"), vaginal haemorrhage ("abnormal vaginal bleeding"), pruritus ("itching"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), back pain ("pain was in lower back"), depression ("depression"), menopausal disorder ("turned into full blown menopause") and mental disorder ("physcological issue"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, pruritus, migraine, headache, fatigue, menopausal disorder and mental disorder outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the back pain and depression had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, headache, menopausal disorder, menorrhagia, mental disorder, migraine, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results: on an unspecified date she had essure confirmation done by pelvic exam. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the plaitif factsheet received:the event abnormal vaginal bleeding, itching, migraines, headaches, fatigue, pain was in lower back, depression, menopausal disorder added,concurrent condition,historical drug,concomitant medication added,reporters added.events outcome and lab data added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains"), menorrhagia ("heavier period than normal bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unspecified date she had essure confirmation done by pelvic exam result: total bilateral occlusion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) from 2007 to 2017, aripiprazole (abilify), bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar), gabapentin since 2016, hydroxyzine, mirtazapine since 2013, trazodone since 2007 and zolpidem tartrate (ambien) since 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful periods"), vaginal haemorrhage ("abnormal vaginal bleeding"), pruritus ("rashes or skin conditions type: itching"), migraine ("migraines"), headache ("headache/ head pain"), fatigue ("fatigue"), back pain ("pain was in lower back"), depression ("psychological or psychiatric problems condition: depression"), menopausal disorder ("turned into full blown menopause"), post-traumatic stress disorder ("phychological or psychiatric problems - ptsd") and rash ("arm rash"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved, the abdominal pain, dysmenorrhoea, pruritus, migraine, headache, fatigue, menopausal disorder, post-traumatic stress disorder and rash outcome was unknown and the back pain and depression had not resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menopausal disorder, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, pruritus, rash and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-dec-2018: plaintiff fact sheet received. New reporter added. Concomitant medications added. New event arm rash added and event mental disorder updated to ptsd. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.